Event description:
It was reported that the pump's syringe holder was broken. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the barrel clamp head stuck all the way open and rod is visibly bent. Cracked top case corners, bottom case by l-bracket, right plunger case. Broken alternating current (ac) receptacle and ear clip. A review of the event history log (ehl) identified invalid syringe size. Visual inspection was able to confirm the reported issue. The root cause of the issue was a result of the customer's impact to the device. Replaced barrel clamp rod, barrel clamp guide, blue spring, and tapered spring. Performed power up process, preventative maintenance and all functional tests which passed. UDI information unknown.